Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the module was no longer communicating with the server, was not receiving patient information, and was not sending inventory data back to the server. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 24-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) noted the device may have a nic power management configuration issue but could not verify because the device was offline and inaccessible remotely; a local it ticket was opened to confirm device status. Power management settings on nics were disabled via powershell on the server. During the planned data synchronization, tss was unable to log in using the va service account due to authentication errors across multiple devices, and requested local it to verify the account status, unlock it, and confirm the support user flag is set correctly. Remote checks via rss showed synchronization status for or06 as current, and after local verification, the or06 pyxis anesthesia module successfully resumed pulling patient data and communicating properly with the server. The system functioned as intended after the technical support specialist investigated the issue.